Manufacturer narrative:
Age at time of event: patient is 18 years or older. A promus elite ous mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion at the port bond measured 120.5 cm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, concentric target lesion with a bend of >45 and <90 degrees was located in the mildly calcified left anterior descending artery and unprotected left main. A 16 x 3.00 promus elite mr drug-eluting stent was advanced for treatment but failed to cross the lesion. The shaft broke in the guide and the entire guide and device were removed together. The procedure was completed with a new guide and another of the same promus elite. No patient complications were reported and the patient status was stable.